Event description:
It was reported there was a serious programmer problem. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer boots up with a system error. The programmer error log showed the same error had occurred six times in the past. Problem found with the link electronics module printed ciruit board subassembly; cause is unknown. Power cord is missing.